Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump and informed to continue using it, with instructions to call back if the malfunction code reappears.